Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information from a third-party service center during the device evaluation that the circuit board was damaged. There was no patient harm or injury. During the evaluation of the device at the third party service center, the device was visually inspected, and no visible foam particles were observed. Secondary findings observed such as damaged buttons on upper enclosure and scratched lcd screen . Device circuit board was damaged. The device was scrapped.